Event description:
Complaint received from baxter sales rep. Customer reports that the set leaked before patient use above the injection port between the plastic piece and the tubing while priming with morphine. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 30, 2007. A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.